Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that both devices were returned with the noses open; however the nose welds were noted to be sufficient. During the analysis the staples would not feed, therefore the devices could not be functionally tested. The devices were disassembled to verify the condition of the internal components and the lifters were noted to be broken. It is possible that the tips of the devices were constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b: batch # g50301.

Event description:
It was reported that the devices were received with a note stating they were defective. They were used in a hernia procedure. A third device had to be used to complete the procedure. There was no patient impact reported.